Manufacturer narrative:
(B)(4).

Event description:
The impedance measurements were greater than 3,600 ohms. The impedances were high and a potential lead revision may occur. Additional information has been requested.